Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. Potentially reduced accuracy in guidance is usually found during functional check. In case of any deviation it is realized prior to use. Although a root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure and has to be classified as user-customer-user error. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any additional information is provided, the investigation will be reassessed.

Event description:
There was a distal mislocking. A 200 nail was used. Since a correction of the locking screw position had to be made, there was a surgical delay of 10 minutes. The sales rep inspected the device on february 17th and reported that the 4.2mm drill bit would not centrally enter the locking hole on both the 200 and 180 aiming sleeve.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
There was a distal mislocking. A 200 nail was used. Since a correction of the locking screw position had to be made, there was a surgical delay of 10 minutes. The sales rep inspected the device on february 17th and reported that the 4.2mm drill bit would not centrally enter the locking hole on both the 200 and 180 aiming sleeve.